Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video input case was loose. The video feed cuts in and out. A worn-out video connector pins was causing a poor connection with pigtails. It was recommended to update the software to a new version. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, video feed cuts in and out on the visera elite video system center. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the video cutting in and out due to the video input case being loose. The specific root cause of the video input case being loose could not be determined at this time. Olympus will continue to monitor field performance for this device.